Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient reported experiencing a skin reaction characterized by itching, redness, inflammation/swelling, and infection at the needle puncture site on (B)(6) 2026. After removing the sensor, the patient noted increasing redness and irritation. The area became progressively more swollen, warm to the touch, and increasingly painful. The redness extended beyond the patch perimeter, and a raised area formed that later began draining pus. As symptoms continued to worsen, the patient sought medical care the same day. He was diagnosed with a localized skin infection and prescribed oral antibiotics (brand name not recalled), to be taken four times daily for 14 days. The infection took approximately two to three weeks to resolve while on antibiotics. During this time, the patient continued experiencing swelling and discomfort before the area gradually improved. At the time of the report, the patient stated that his condition was unchanged. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.